Event description:
Caller states the pt tested 2.3 inr on the coaguchek s system while a comparison lab returned as 1.7 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.